Event description:
The customer reported to olympus the endoscopic image from the evis exera iii video system center did not appear on the monitor during preparation for use in an upper gastrointestinal endoscopy. The customer reported that image issue persisted and decided to return the device and procedure was cancelled. There is no evidence that the patient was at risk for any adverse events, or any medical intervention was undertaken to preclude permanent harm to the patient. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was not confirmed. The device image was present. The evaluation revealed the front panel leds were blinking due to faulty printed circuit board. Additionally, the image was flickering due to faulty receptacle; there was heavy dust was found inside the unit; and the wire was found corroded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to provide a correction to the initial h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the phenomenon "procedure was canceled" occurred due to the device malfunction. However, the root cause of the phenomenon could not be specified. Additionally, it is possible that the phenomenon "intermittent no image on monitor" and the phenomenon "front panel leds blinking" was caused by a faulty printed circuit board. However, the root cause or the phenomenon's could not be identified. Olympus will continue to monitor field performance for this device.